Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the e-100 unit for analysis. Failure analysis (fa) could not replicate the reported issue. The e-100 unit was installed onto a test system, and it worked well with the vessel sealer (vs) instrument installed. The vs instrument jaws was used with a gauze dipped in saline and the fire yellow pedal/sync activation and cut/seal was performed about one-hundred times. The e-100 performed without any issue.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the system had a recoverable error occur on the e-100 when the vessel sealer extend (vse) instrument was connected. The customer power cycled e-100, but the issue was not resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that it was a communication error and advised the customer to perform hard power cycle e-100. The customer elected to use the integrated electrosurgical unit (iesu) to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the e-100 generator initially powered on without errors. The customer performed hard power cycle the e-100 generator to resolve the issue. The customer was able to continue to use e-100 generator during the procedure.

Event description:
Refer to h10/h11 for follow-up information.